Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 4m po valve is blocked. Explanted." All med watch submissions related to this report are: 3004721439-2018-00237 ; 3004721439-2018-00238 (this report).

Manufacturer narrative:
The valve was received submerged in a unidentified liquid in a plastic container. A deformation of the outer housing of the valve was observed through the visual inspection. The prosa valve was measured to confirm the presence of a deformation. The housing deformation measured at -0.0380mm outside the tolerance of 0-+0.02mm. The permeability test showed that the prosa and progav 2.0 valve is permeable. The braking functionally test has shown that the brake function operates as expected. A deformation of the outer casing of the valve was observed through the visual inspection. This deformation was confirmed through a measurement of plan parallelty. Next testing was the permeability and the adjustability of the valve as well as the braking functionally and brake force. All other met specification. Finally, we have dismantled the valve. Inside the valve we have found a significant buildup of substance like protein, which may have caused the suspected malfunction in the past. Based on the investigation, we are unable to substantiate the claim of occlusion. The valve met all specification of the final inspection.